Manufacturer narrative:
Product event summary: analysis could not confirm the reported display and backup function issues. The device passed functional testing. It was noted the battery contacts were visibly contaminated.

Event description:
It was reported the display flickers, back up function not functioning well. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.